Manufacturer narrative:
A complete lead was returned in one piece measuring 58.0 cm with the helix retracted and clogged with blood/tissue. Visual and x-ray examination found the outer coil kinked at 17.3 cm from the connector pin with the outer insulation cut due to procedural damage. Electrical testing did not find any conductor fractures or internal shorts. The stylet was able to insert through to the proximal end with no restrictions. The reported events of high impedance and stylet not advancing were not confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during a pacemaker implant procedure. Upon interrogation, the right ventricular lead exhibited high pacing impedance and the guidewire could not be inserted completely. The physician exchanged the lead while the chest pocket was open. The patient was in stable condition.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Serial number should have been (B)(4) instead of (B)(4), lot number should have been p000051824 instead of p000062964, expiration date should have been sep 30, 2020 instead of may 31, 2021, device manufacture date should have been oct 20, 2017 instead of jun 8, 2018